Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was deployed approximately 2 mm on the non-coronary cusp (ncc) and 7 mm the left coronary cusp (lcc). While removing the delivery catheter system (dcs), the physician instructed to pull a little of the guidewire to lift the nose cone. As the nose cone moved up into the valve, the valve slowly moved upward to above the level of the annulus. The valve was snared and moved up into the ascending aorta while a second valve was successfully implanted. No adverse patient effects were reported.